Event description:
Reporter stated that he attempted to take his blood sugar on (B)(6) 2011 but could not because of an error message on the aviva meter. Reporter stated that his nurse came to visit on (B)(6) 2011 and recommended that he go to the hospital, which he did. Reporter stated that he was tested at the hospital using their meter with a result of 230 mg/dl. Reporter stated that he was given 4 units of aspart and 75 units of glargine, which are his normal amounts. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.